Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 17.5 cm to 18.3 cm from connector pin. Abrasion was consistent with constant friction to another implantable device.